Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump appears to have infused at a rate that mmdg would consider reportable. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that they had set the pump up to deliver 70 ml over 30 minutes (140ml/hr rate), and that it was infused in twenty minutes instead of thirty minutes. They stated that the child had reflux but that they were doing well afterwards and no medical intervention was required. Mmdg did follow up with the initial reporter, where they stated that they were waiting for a replacement pump, but that they were able to supplement so there was no delay in therapy. (B)(4).